Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to over 500 mg/dl. The customer also reported a no delivery alarm occurring. Customer stated they were unable to bolus as a result. The customer stated the alarm was resolved by an infusion set change. The customer declined to return the insulin pump for analysis.